Event description:
It was reported that the as lvp 20d low sorb ss 1.2m wouldn't prime past the filter due to blockage/flow issues. The following information was provided by the initial reporter: "priming smof and it would not prime past the filter. New tubing obtained and primed."

Manufacturer narrative:
H6: investigation summary: one sample (model #10010453) was returned by the customer. It was reported by the customer that the priming smor would not prime past the filter. The received set contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the sets were visually examined for defects and abnormalities. Kinks were found in the tubing set and massaged out. No other defects or abnormalities were observed. The set was attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The sample showed a much slower flow rate than expected and was unable to prime past the filter. Due to the lipid solution being in the filter and line for an extended period of time, the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review for model 10010453 lot number 20105686 was performed. The search showed that a total of 7,683 units in 1 lot number was built on 06oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d low sorb ss 1.2m wouldn't prime past the filter due to blockage/flow issues. The following information was provided by the initial reporter: "priming smof and it would not prime past the filter. New tubing obtained and primed."